Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units timing is off and ballooning unsistedly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6); initial reporter: (B)(6)). It was reported by the end user that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has inflating on systole . Attached pictures show kinked catheter. A getinge field service engineer (fse) could not duplicate the problem. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.